Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed. A 31mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted. The procedure was completed smoothly with no evidence of thrombus, except for some tortuosity of femoral vein. The activated clotting time (act) was maintained above 280 and additional heparin was administered each time. A few hours after the procedure was completed and after the patient was awake, a magnetic resonance imaging (MRI) scan was performed as cerebral infarction was suspected. It was then determined that the patient developed a cerebral infarction. The symptoms included paralysis of the right hand and right corner of the mouth. The patient was able to hold a spoon with his right hand, but unable to do so with chopsticks. The patient is currently being treated with continued heparinization. A transesophageal echocardiogram has been performed and no clots, or haze were noted. The paralysis continues and rehabilitation is ongoing.